Event description:
Per rn: at change of shift, patient required a new versed gtt. Versed 5mg/ml (50 ml volume) ordered and hung at rate of 16 mg/hr (3.2 ml/hr) at 19:30. Around 05:00 rn noted the bag to look low in volume. Per the pump there was the correct volume remaining to be delivered; yet the bag was much less. The medication was changed to a different pump. The rn kept the same tubing and drug on new pump. She then reported to clinical manager. No harm to patient per rn.